Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this tactra penile prosthesis presented with dissatisfaction due to an episode of priapism. The tactra device was explanted and replaced with inflatable implant. No further patient complications were reported.

Event description:
It was reported that the patient with this tactra penile prosthesis presented with dissatisfaction due to an episode of priapism. The tactra device was explanted and replaced with inflatable implant. No further patient complications were reported.